Event description:
Customer reports an inaccurate high reading on her optium blood glucose meter. The customer reports losing consciousness after obtaining a reading of 800 mg/dl and was found the next day in her home by a friend. Customer's friend called paramedics and she was transferred to a local hosp, where she was diagnosed with diabetic ketoacidosis and treated with glucagon. This particular meter was mfg to read to a 500 mg/dl limit. A reading clarification call was placed by customer service and the customer confirmed the meter "read 800" mg/dl. Product has been requested for investigation and replacement has been sent.

Manufacturer narrative:
The product has been requested. It will be investigated upon return and a follow up report will be submitted.